Manufacturer narrative:
Correction: describe event or problem was updated. Event regarding the pulse generator should not have been included. Correction: concomitant medical product mistakenly included as a concomitant product.

Event description:
It was reported that the patient presented for lead revision due to right ventricular lead dislodgement. The dislodgement was discovered in clinic at an unknown date and it was unknown if the patient was symptomatic to the dislodgement. During the procedure, the helix would not retract so the lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Event description:
It was reported that the patient presented for lead revision due to right ventricular lead dislodgement. The dislodgement was discovered in clinic at an unknown date and it was unknown if the patient was symptomatic to the dislodgement. During the procedure, the helix would not retract so the lead was explanted and replaced. After the procedure the pulse generator triggered elective replacement indicator and end of service. A firmware download was performed. The procedure was completed successfully without adverse consequence to the patient.